Manufacturer narrative:
Investigation of the returned product found evidence of an internal fluid leak, including discoloration as well as corrosion and residual fluid around the battery compartment. A leak test was performed, which confirmed a leak in the fluid path caused by a tear in the cannula tubing. This leak would have resulted in insulin contacting the internal components and assemblies, ultimately resulting in device failure. A pod malfunction is thus confirmed as a contributing factor to the customer's high blood glucose. There was evidence of this defect mode in lot acceptance testing for this pod lot (l30393); results were deemed acceptable. Risk level to the pt was determined to be extremely low (less than 1 in 10,000). Diabetics are trained to monitor their bgs on a regular basis. Insulet provides labeling referencing this monitoring. Additionally, the product labeling instructs the customer to "take a second bolus by injection using a sterile syringe" if a device-administered bolus has not corrected a high bg condition after two hours and, "if blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod." The customer's report of this incident shows the pod was worn for approx ten hours after the bolus was administered. Insulet has initiated an internal investigation to identify the root cause of the failure mode. The investigation is in process as of the date of this report.

Event description:
Pt reported noticed high blood glucose of 250 mg/dl at 7:30 pm on (B)(6) 2011; after about a day of wear. He reported that the readings remained "approx the same for the next few hours" but did not give any specific test times or results. He administered an insulin bolus before bed and his blood glucose measured 280 mg/dl at 7:00 the next morning. The customer did not report taking another bolus or responding in any way to this reading. The pod alarmed an hour and a half later and was deactivated at that time. The customer reported seeing blood in the cannula and leaking insulin in the pod when it was removed.